Event description:
It has been reported to philips that the live monitor display was blank. No harm as been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) evaluated the system and found that there was no output live monitor. Upon functional testing, the engineer found that there was a loose connection in display cable (lan) and lan to dvi converter. The engineer reset the cable and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. Evaluation method code was corrected. The codes were updated based on the investigation outcome.